Manufacturer narrative:
The lot number was provided for this malfunction, therefore, a lot history review was performed. The samples was not returned to the manufacturer for inspection/evaluation; however a photo was provided for review. The investigation is confirmed for the crack on the catheter and unconfirmed for leak. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu6lpt drainage catheter allegedly experienced a fracture and fluid leak. This information was received from one source. This event involved a patient with no consequences. The patient is a 71 year old male who weighs 65 kg.

Manufacturer narrative:
The lot number was provided for this malfunctions; therefore, a lot history review is currently being performed. The samples was not returned to the manufacturer for inspection/evaluation; however a photo has been provided for review which is currently pending. The company is still investigating this issue. The catalog number identified has not been cleared in the us, but is similar to the 6f navarre® universal drainage catheters with nitinol products that are cleared in the us. The pro code for the 6f navarre® universal drainage catheters with nitinol products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu6lpt drainage catheter allegedly experienced a fracture an fluid leak. This information was received from one source. This event involved a patient with no consequences. The patient I s (B)(6).